Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown - unknown tibial tray - unknown; unknown - unknown femoral component - unknown; unknown - unknown patella - unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01051, 0001822565-2021-01052, 0001822565-2021-01054.

Event description:
It was reported that the patient underwent a left knee replacement approximately 2 years ago. Subsequently, the patient developed a dvt on an unknown date within an unknown timeframe after surgery. Patient reports experiencing severe pain with this. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g4; g6; h1; h2; h3; h6. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. It is common for the extremity to be swollen, red, and painful therefor it would be expected for the patient to experience these clinical symptoms associated with this event. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.